Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl, at the time of incidence. Customer was treated with 2.8 units of insulin. Customer was calling due to calibration issue, that the high blood glucose level was preventing the calibration issue. Customer was advised to wait for calibration until the blood glucose got stabilize. It was unknown that the insulin pump was on with auto mode feature at the time of incidence. The insulin pump will not be returned for analysis.